Event description:
The end user facility contacted olympus to request an annual inspection / repair request for a evis exera ii duodenovideoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the forceps elevator. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the foreign material in the forceps has been confirmed. Additionally, water tightness loss was found due to a pinhole in the a-rubber and a deformation in a connector. A detached a-rubber, worn light guide lens adhesive, and a buckled connecting tube were also found. Worn angle wires, causing out of sync bending angle and up/down and right/left knob movements were also found. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The reported issue was found during annual maintenance; no patient or procedural involvement has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information received and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it is likely that incorrect reprocessing led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿- IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. - all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.